Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 pocket d3 failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 intermittently failed and drawers 2.1 and 2.1 were not detected the bus. A field service engineer (fse) reseated all row board, retractor band connectors and cubie pockets. Released all pockets on drawers 2.1 and 2.2, cleared debris, and tested the lids and tested functionality. The system functioned as intended after the field service engineer repaired the device.